Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling".

Event description:
It was reported that air bubbles were observed along the infusion set tubing on multiple intermittent occurrences. The customer's blood glucose level was greater than 400 mg/dl. Troubleshooting with tandem technical support showed that the customer was not following the proper technique to fill a cartridge. Tandem technical support educated customer regarding the fill instructions. Reportedly, the customer may be confusing bends in the plastic tubing for air bubbles. The issue was resolved at the time of the reported event, and the customer continued using the pump for insulin therapy.